Event description:
In 2009, the patient reported that for the past "couple" of months he has been experiencing elevated blood glucose of 11.5-24 mmol/l (207-432 mg/dl) due to a foot infection and air bubbles in his insulin cartridges. His normal blood glucose range is 4-10 mmol/l (72-180 mg/dl). He stated that this morning his blood glucose was elevated to 11.5 mmol/l (207 mg/dl) and there was a large air bubble in his infusion tubing. He did not experience any symptoms associated with elevated blood glucose and he boluses "a lot of insulin" to lower his readings. His adapter was changed 2 weeks ago and he does allow insulin to reach room temperature prior to use. He stated that he primes the insulin cartridge by pulling the plunger rod in and out 12 times before filling with insulin. He was advised to only do this 2-3 times to avoid breaking the plunger seal. He stated that he does not properly adjust the piston rod prior to inserting the insulin cartridge and he was advised to do so. Upon follow up ten days later, the patient stated that the issue has been resolved and he has not experienced any further air bubbles. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.